Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: brief inquiry description: moisture in drip chamber. Describe the event or problem (please provide as much detail as possible): when 2 sets of primary IV set no filter of the same lot were found with unknown residue in the chamber, I began pulling sets to see if there were more. During that investigation I found 3 of the same lot that contained this haze/film/moisture/residue in drip chamber of primary IV tubing. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Six photographs, two unused samples in open packaging, and one unused sample without packaging were provided for evaluation. Upon evaluation of the sample, small specks were noted embedded in the chamber vase. The photographs were evaluated and confirmed the same concern. The reported issue was confirmed. A review of the machine process confirms that the defect was caused by degraded soft pvc during injection molding of the chamber. To prevent recurrence of this issue, an extra cleaning of the molding machine was performed to eliminate any residual degraded material. This corrective action had been verified, with no further defects observed in subsequent production. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.